Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received moisture damage found on lcd board. No moisture damage found on mother board, interface board, or radio frequency boards. The insulin pump had a cracked battery tube threads, reservoir tube lip, scratched lcd window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump had moisture damage and alarmed button error. The customer's blood glucose reading was 13.2 mmol/l at the time of the call. Mother stated the insulin pump was exposed to water. She states there is fluid under the lcd screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.